Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: hgb discrepant issue resolved after performing cleaning required cleaning procedure. On (B)(4) 2010, a field service representative (fsr) found that the hgb flow cell was not filling fully causing erratic readings. The fsr removed a blockage in the hgb fill line (pressure 3) and performed verification. The instrument was performing within specifications; no further investigation was required. The cell-dyn 3200 system operator's manual provides troubleshooting instructions for imprecise or inaccurate data and recommends to clean the hgb flow cell when auto-clean has not cleared away restriction, or an organic buildup is suspected of causing elevated hgb results or hgb imprecision. A non-statistical trend (nst) review was performed in the complaint analysis trending system (cats) for the reported issue. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3200 related to the reported issue.

Event description:
The account stated that the cell-dyn 3200 analyzer is generating low hgb results around 5.0 g/dl in the open mode system and 0-1 g/dl in the closed mode system. This has occurred on several patient samples. The previous hgb results were 10 g/dl or greater. The account does not know how many patients generated the low hgb results. There was no adverse impact to patient management reported.